Event description:
During evaluation of a returned spectrum pump, the device keypad run/stop; 3;6;9 buttons were not working. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device run-stop run/stop; 3;6;9 buttons were not working. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.